Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the lens tore. The lens was removed and replaced with another model lens. This surgeon routinely makes the initial incision larger than necessary and always uses a suture, this is common practice.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows one haptic is bent and there is two tears in the lens. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.